Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance measurements and a polarity switch occurred. It was further noted that t-wave oversensing (twos) occurred. The rv lead was reprogrammed and remains in use. The right atrial (ra) lead exhibited oversensing of noise and a steady decrease in impedance. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.